Event description:
It was reported that intermittent cartridge alarms occurred during load sequence. The customer's blood glucose (bg) level was "high"; however, a specific value was not provided. Reportedly, the customer took no action to address bg level, and contacted health care provider for alternate insulin therapy.